Event description:
The customer observed a fluid leak of 10 ml from a coulter lh 500 hematology analyzer while running startup. The leak was not contained within the instrument and there were ambient temperature errors reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/09/2015. The fse found defective tubing at pinch valve pv37. He replaced the tubing at pv37 which fixed the leak and the error messages. While on site, the fse realigned the flow cell which corrected high coefficient of variation, cv% for differential scatter. The repairs were verified per established service procedures. (B)(4).